Event description:
After deploying the smart control stent in a moderately calcified thrombotic iliac artery lesion via a femoral approach, the stent was noted to have deployed to a length shorter than its labeled length. The deployed length of the stent was noted to be only 40mm, and did not cover the lesion completely. The unit was prepped per IFU without difficulty, and there was no difficulty advancing the sds to the lesion or crossing the lesion. The target lesion was 80% stenosed prior to pre-dilatation, and 50% stenosed after predilatation with an unknown 8x40mm balloon. The length of the lesion was stated as 4-5 cm, with a diameter of approximately 9mm. As per the reporting affiliate, no longitudinal force was applied during deployment of the stent. No additional treatment was performed after it was noted the stent did not completely cover the lesion. There was no report of any adverse effects to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.